Event description:
It was reported that the pt complains of pain and swelling since the surgery. Surgeon has scheduled a revision surgery for (B)(6) 2012. Pt has had mris, x-rays, and blood work. Blood ion tests have showed some increase in metal but pt is unsure of the exact results.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.